Manufacturer narrative:
Medwatch sent to FDA on 5/23/2016. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of ¿severe facial swelling, hardness in the cheeks, granulomas, and the area feels encapsulated" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: "warnings: injection procedure reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting [less than or equal to] 7 days¿ duration. Refer to the adverse events section for details." "Adverse events: the most common injection-site responses for juvéderm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising." "Post-market surveillance: the following adverse events were received from postmarket surveillance for juvéderm ultra (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection site, necrosis at the injection site, abscess at the injection site, and headache. Inflammation at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, abscess, and infection. Time to onset ranged from 1 day to 4 months post juvéderm ultra plus injection, and outcome ranged from resolved to ongoing at last contact. Interventions prescribed by the physicians included topical steroidal cream, oral steroids, and antibiotics. Additional treatment noted was a needle aspiration for drainage of an abscess." "Serious adverse events have infrequently been reported for juvéderm ultra plus (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, and pain. The onset of edema, erythema, and pain generally varied from immediate to 2 months post-injection. The treatment prescribed included nsaids, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, the reported events resolved within a few days to 5 weeks. Additionally there have been reports of nodules, infection, and inflammation. The onset of nodules generally varied from immediate to 2 months post-injection. The treatment prescribed included nsaid¿s, antibiotics, steroids, and hyaluronidase. In most cases nodules resolved within 1 month. The onset of inflammation generally varied from the day of treatment to 1 day post-injection. The treatment prescribed included antibiotics, steroids, and needle aspiration. Resolution of symptoms has been reported within 4 days."

Event description:
A company representative reported on behalf of a health professional who noted that 10 months after injection in the cheeks with 2 syringes of juvederm voluma xc, the patient experienced "severe facial swelling, hardness in the cheeks, granulomas and the area feels encapsulated." A biopsy showed "foreign material, granulomas" and a diagnosis of "sarcoidosis." The patient noted having sarcoidosis prior to the injection. No treatment has been provided. Further follow up with the injecting office revealed that the patient was injected with 4 syringes of juvederm voluma xc, juvederm ultra plus xc in the nasolabial folds, and kenalog under the eyes. The injecting office claims that none of the previously reported symptoms are true and that they were never observed in the office. The patient was biopsied 5-6 months after injection. The biopsy showed skin cancer which was not related to any dermal fillers. The injecting office reports that the patient is not currently experiencing any of the reported events. The patient was concomitantly taking vitamin c and vitamin d at the time of injection. Follow up with the treating office revealed that the patient is still experiencing the same symptoms. The patient's cheeks are "hard." The skin cancer was reported to be unrelated to the filler. The patient has refused treatment. This is the same event and the same patient reported under MDR ID #3005113652-2016-00343 ((B)(4)). This MDR is being submitted for the second suspect product, juvederm ultra plus xc, also a device manufactured by allergan.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. No deviation, anomaly, complaint or change in connection with this complaint were recorded. The sterilization cycle is registered as conforming.

Event description:
A company representative reported on behalf of a health professional who noted that 10 months after injection in the cheeks with 2 syringes of juvéderm voluma® xc, the patient experienced ¿severe facial swelling, hardness in the cheeks, granulomas and the area feels encapsulated." A biopsy showed "foreign material, granulomas" and a diagnosis of "sarcoidosis." The patient noted having sarcoidosis prior to the injection. No treatment has been provided. Further follow up with the injecting office revealed that the patient was injected with 4 syringes of juvéderm voluma® xc, juvederm® ultra plus xc in the nasolabial folds, and kenalog under the eyes. The injecting office claims that none of the previously reported symptoms are true and that they were never observed in the office. The patient was biopsied 5-6 months after injection. The biopsy showed skin cancer which was not related to any dermal fillers. The injecting office reports that the patient is not currently experiencing any of the reported events. The patient was concomitantly taking vitamin c and vitamin d at the time of injection. Follow up with the treating office revealed that the patient is still experiencing the same symptoms. The patient's cheeks are "hard." The skin cancer was reported to be unrelated to the filler. The patient has refused treatment. This is the same event and the same patient reported under MDR ID #3005113652-2016-00343 ((B)(4)). This MDR is being submitted for the second suspect product, juvéderm® ultra plus xc, also a device manufactured by allergan.

Manufacturer narrative:
Medwatch sent to FDA on 8/10/2016.

Event description:
Further follow up has revealed that the patient's symptoms "are improving but still present."